Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event while the defibrillation energy was being charged, the device reportedly lost power prior to completing the defibrillation charge. As a result, the device was unable to deliver a defibrillation charge to the patient. No additional information has been made available to physio-control on the reported event or the patient. There has been no adverse effects reported to physio-control.